Event description:
Intravenous (IV) tubing disconnected at the first y-site below the fluid chamber. Intravenous immunoglobulin (ivig) was infusing and was pouring out from the tube until it was reconnected. IV tubing was replaced. Bd alaris-pump infusion set ref: 2420-0007.